Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as this incident was based on an article review and no lot information was provided. Based on all available information, the reported death appears to be due to the reported myocardial infarction. However, a definitive cause for the reported myocardial infarction could not be determined. The reported patient effects of death and myocardial infarction are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Although, a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: percutaneous edge to edge mitral valve repair with the mitraclip system in barlows disease. (B)(4).

Event description:
This is filed to report post mitraclip procedure, the patient died due to myocardial infarction. This event was captured based on a review of the article, percutaneous edge to edge mitral valve repair with the mitraclip system in barlows disease. It was reported that a 62-year-old male patient with barlow¿s disease underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. Two clips were implanted reducing mr to <1. On 30-day follow-up, the patient was reported as optimal success. 4 months later, the patient died due to myocardial infarction. Additional details are included in the attached article. No additional information was provided.